Event description:
The nurse gave the patient a venous puncture, puncture good retreat inner core when found that the middle part of the tubing leakage, can only be pulled out and placed again tube. Feedback supplier and producer, instructed to analyze and rectify, strengthen product quality management. Cause the patient second puncture, increase the risk of infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.